Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump may have over-delivered. The patient delivered two boluses and the insulin pump delivered more insulin that they expected; the patient got scared and disconnected from the insulin pump. The patient's blood glucose at the time of incident was 23.5 mmol/l. The reservoir tube lip was also damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No display ramping on its own anomaly was noted. The pump was received with operating currents within specification and passed the selftest, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, broken battery tube threads, a cracked case at the reservoir tube window corners and minor scratches on the lcd window.